Event description:
It was reported that the hub separated from device with an unspecified relion® insulin syringe. The following information was provided by the initial reporter: it was reported needle hub separate.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 11 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for needle hub separates due to unknown lot number.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of initial reporter area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the hub separated from device with an unspecified relion® insulin syringe. The following information was provided by the initial reporter: it was reported needle hub separate.